Event description:
The following has been reported by customer: broken - buttons not working on housing device. Would not turn on with old cpu. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the upper case and the cpu board have been changed that solved the issue. These two defective parts were sent to brezins for further investigation. Once in brezins, we noticed a trace of shock on the cpu board but the upper case shown no visual anomaly. Following visual inspection, cross-tests were performed. The cpu board was functional despite the shock mark. However, the reported event was reproduced on the keypad, including the non-functional on/ off key. This complaint is considered as valid, and the root cause is likely due to a defective keypad. Please be informed that an internal CAPA was opened for defective keyboards. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.